Event description:
The surgeon performed a lateral partial knee arthroplasty using mako's robotic arm interactive orthopedic system (rio) on (B)(6) 2010. When the surgeon entered the bone preparation page and was preparing to burr the tibia, the green resection area appeared streaked with black lines throughout the tibial surface. He began burring the green area without any issue. However, when the makoplasty specialist (mps) changed views of the tibia, the black lines no longer appeared. As he continued to burr, the green portions of the bone model turned black once removed instead of white. The final resection of the tibia was on plan and the trial and implants fit well. After resecting the femur, the surgeon noticed a gap between the femoral implant trial and the bone in the posterior region. The surgeon filled the gap with cement and implanted the femoral component.

Manufacturer narrative:
Further info was received from the surgeon after review of post-operative x-rays, which indicated the tibial component was sloped medially and is at risk for future revision. Engineering eval revealed that the root cause of the event including the issues related to visualization was due to user error (combination of poor CT segmentation and bone registration technique error). The results of the eval were communicated to the makoplasty specialist (mps) and the surgeon involved in the case to ensure proper technique was followed.